Event description:
The customer stated he was hospitalized for low blood glucose levels. The customer stated he was found unconscious on the floor prior to being hospitalized. Troubleshooting revealed that the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.